Manufacturer narrative:
Testing of actual/suspected device: the getinge field service engineer (fse) that encountered the issue replaced the bulkhead connector (0103-00-0375) and compressor hose (0004-00-0069) and completed the pm with full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted if this information is provided to us. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) failed the pressure regulator and vacuum check. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h4, h6(investigation type, investigation findings, component codes & investigation conclusions), h10, h11. Corrected fields: d1, d4(model#), d5, e4, g1(contact person), g3.

Event description:
N/a